Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported as the nurse was disposing of the tubing after a blood transfusion, the door on the lvp was opened and an inadvertent bolus occurred even though the safety flow clamp was engaged. There was no harm to the patient.

Manufacturer narrative:
Correction: initial reporter address.